Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion,and granting of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiff ability to engage in routine daily activities and sporting activities that she previously enjoyed.